Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that customer received a valid altitude alarm while in a plan. Customer¿s blood glucose was 185 mg/dl. Customer was unable to clear the alarm. The customer did not have alternate therapy available at the time of the event and declined further follow-up from tandem technical support to ensure receipt of alternate therapy.